Manufacturer narrative:
The changes are as follows: medical device catalog #: 305762, common device name: hypodermic single lumen needle, unique identifier (UDI) #: (b)(4,. Medical device type: fmi, medical device brand name: needle eclipse 23x1 rb.

Event description:
It was reported that needle occlusion occurred before use with needle eclipse 23x1 rb. The following information was provided by the initial reporter, "our incoming inspection has rejected the last lot since it failed the go/no go test. Units did passed the od verification and it was also confirmed that the units are not arched or occluded. Our team checks ID using a pin gage size 0.125¿ as a go/no go inspection. The inspection concluded on 25/25 bad units. We have samples available for you and also 24,000 eas waiting for disposition. Could you confirm if something went wrong with this lot? Also, does bd inspects ID with the same method? Email verbatim recvd 7/10/2019 from customer with information requested: "q:will you provide more details about the issue you encountered? Can you please provide more details about the "go/no go test"? What does this test for? A:sure, basically is just to prove if the needle is occluded a/o if it has the ID within spec." 25 occurrences were reported before use.

Manufacturer narrative:
Investigation summary: total 24 samples were received for investigation. 1 out of 24 samples were observed to be activated. A bd quality engineer inspected the returned units and could not identify any manufacturing related defects. No abnormalities were identified. A device history record review was performed and showed no non-conformance's associated with this issue during the production of this batch. As a result, the root cause of the reported issue could not be determined. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.

Event description:
It was reported that needle occlusion occurred before use with venflon pro safety 14ga 2.0mm od 45mm l. The following information was provided by the initial reporter, "dear bd team, our incoming inspection has rejected the last lot since it failed the go/no go test. Units did passed the od verification and it was also confirmed that the units are not arched or occluded. Our team checks ID using a pin gage size 0.125¿ as a go/no go inspection. The inspection concluded on 25/25 bad units. We have samples available for you and also 24,000 eas waiting for disposition. Could you confirm if something went wrong with this lot? Also, does bd inspects ID with the same method? Email verbatim recvd (B)(6) 2019 from customer with information requested: "q:will you provide more details about the issue you encountered? Can you please provide more details about the "go/no go test"? What does this test for? A:sure, basically is just to prove if the needle is occluded a/o if it has the ID within spec." 25 occurrences were reported before use.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that needle occlusion occurred before use with venflon pro safety 14ga 2.0mm od 45mm l. The following information was provided by the initial reporter, "dear bd team, our incoming inspection has rejected the last lot since it failed the go/no go test. Units did passed the od verification and it was also confirmed that the units are not arched or occluded. Our team checks ID using a pin gage size 0.125¿ as a go/no go inspection. The inspection concluded on 25/25 bad units. We have samples available for you and also 24,000 eas waiting for disposition. Could you confirm if something went wrong with this lot? Also, does bd inspects ID with the same method? Email verbatim recvd 7/10/2019 from customer with information requested: "q:will you provide more details about the issue you encountered? Can you please provide more details about the "go/no go test"? What does this test for? A:sure, basically is just to prove if the needle is occluded a/o if it has the ID within spec." 25 occurrences were reported before use.